Event description:
The hospital reported that before an endoscopic vein harvesting procedure vasoview hemopro 2 power supply did not generate power to the device. A replacement device was opened and the same issue occurred. After the 2nd failure they converted to an open procedure to complete the treatment. No power to the hemopro jaws. They changed out cables, and had the same issue. They could not change out power supply because they do not have a back up power supply. The company representative went to the account later in the afternoon, and all devices when tested worked fine.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection was performed; no non-conformities were observed. A pre-cautery test as was performed per the instructions for use (IFU) with a reference cable, adapter cable and reference power supply. The device passed the pre-cautery test; it produced steam and heat during several 5 second activations and shut off when the toggle was released. The pre-cautery test was performed 10 times over a ten minute period. A polyfuse test was performed; the device shut off after a period of sustained activation and reactivated after cooling off with no incident. A temperature and resistance test was conducted for the device. The device passed both tests. Based on the evaluation and test results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Internal compliant number trackwise #(B)(4).